Event description:
Temporary wire was due to be removed from right ij (internal jugular.). Unlocked at sheath and cap loosened. Temp wire removed slowly under fluoroscopy, viewed by dr. Tip of pacing wire broke off, remaining in sheath (which was then confirmed by dr. On x-ray). Rij (right internal jugular) sheaths removed, manual pressure held. Upon further inspection with wire, tip of temporary pacing lead removed from sheath.